Event description:
Customer reported the lift column is stuck in the down position and will not raise. No pt injury was reported.

Manufacturer narrative:
Phone fix, key was in wrong position. System operates as intended. This MDR is related to ge healthcare complaint number.